Manufacturer narrative:
During a retrospective review, this case was identified as not reportable, as the patient's astigmatism was initially under corrected, resulting in the patient having blurry vision. The lens was explanted and replaced with a higher cylinder toric iol (same model and same diopter) and there was an improvement in patient status with the replacement lens. There was no patient injury and there is no quality issue with johnson & johnson iol. There will no longer be any further reporting under MFR report number 3012236936-2023-02094. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
The product was received for evaluation. Additional information: section d9: device available for evaluation? Yes. Section d9: date returned to manufacturer: sep 5, 2023. Section h3: evaluated by manufacturer: yes . Device evaluation: visual inspection under magnification revealed that the complaint lens was received cut in half. The lens was cleaned and, no issues that could cause or contribute to the complaint issue could be identified. Based on the return condition of the lens, no further product evaluation could be performed. The complaint issues were not confirmed. The other observed issue during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Conclusion: as per complaint investigation results, the product was released within specifications. The complaint issue reported could not be confirmed and no product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) was explanted in a secondary procedure due to blurry vision in the left eye. Another johnson and johnson iol was implanted as replacement (same model, different cylinder of 2.25, same diopter). An incision enlargement was required. There was no patient injury. The patient status was reported as good. No further information was provided.

Manufacturer narrative:
Section a5: race and ethnicity: unknown; requested but not provided. Section d6a: if implanted, give date: unknown, information was requested but not provided. Section d6b: if explanted, give date: unknown, information was requested but not provided. Section h3-other (81): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to obtain the missing information; however, no additional information has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.